Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they could hear and feel thumping when they laid down. They noted the physician fixed it but it came back. The lead remains in use. No further patient complications have been reported as a result of this event.